Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hiatal hernia repair, they had 2 silk needles which popped out of the endostitch handle. They switched to surgidac and had no other problems. There was no patient injury/hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. And there was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.